Manufacturer narrative:
The alligator curved rt bouchayer forceps (mcl18) was not returned to the manufacturer, and no photos were provided by the customer. Therefore, an investigation for cause was unable to be performed. According to the customer the device broke during a surgical procedure and the broken piece was found on the ground. A possible root cause for this failure is that too much force was likely applied to the instrument which could have caused it to break. However, a definitive root cause could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that the allig cvd rt bouchayer forceps (mcl18) broke during a surgical procedure. No patient injury, death or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
End-user facility: (B)(6) hospital. Additional b5 narrative: it was reported that during the procedure, the alligator forceps was given to the surgeon with a surgical patty on it. "From movement to the patient and back to my table, the instrument broke". Staff initially thought a piece had fallen inside the patient's cavity. This delayed the staff as the surgeon had to then look with the scope to ensure it was not inside. Once this was confirmed whilst the patient was still on the table, staff had to get a magnet out on the floor to find the broken part, which they had confirmed was recovered from the floor. No significant delay in surgery has been reported. There was no injury to the patient. The customer reported that the device has been discarded.